Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that at the time of inserting the carrier tube into the angio-seal introducer, it ran and could not be tied again to continue with the steps. There was no patient injury/medical or surgical intervention required. The patient's condition was good. There were no other devices or equipment used with the reported product. Additional information was received on 21may2020. The procedure that was performed prior to the use of the angio-seal was a coronary angiography. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. The patient was in stable condition. Hemostasis was achieved with another angio-seal device.